Manufacturer narrative:
The suspect device was returned to olympus and the reported problem was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; error code u509. Both switches were checked and found both switches were functional. A visual inspection on the received condition was performed on the device; there was some tissue build up noted near the distal end. The ptfe pad (teflon pad) was inspected and evidence found indicating normal wear, no metal exposed; no abnormality was found, however, there were signs of foreign residue on the teflon pad. The distal end of the device was inspected under a microscope and the probe was observed detached; the missing portion was returned for evaluation and based on visual observation, the majority of the broken probe was returned with the device. The wiper movement, consistency of movement of the handle and jaw, handle load and rotation of the knob torque were verified to function as expected. The shaft portion of the device did not exhibit evidence of dents or deformities. The investigation is ongoing and a definitive root cause of the reported event has not been determined. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device tip broke off during a procedure. As reported by the user facility, the tip did not break off inside the patient. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. However, based on the results of the device evaluation, previously reported similar complaints and the available information, the investigation determined the likely cause of the reported event was contact of the probe with a surgical instrument or with the non-insulated area of the grasping section. As stated in the instructions for use, as a preventive measure: ·"do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." ¿ "when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." ¿ "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." ¿ "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities."